Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the pt receiving more medication than intended. The pump was programmed to deliver an unspecified concentration of oxytocin and 5% dextrose solution and the delivery was started. No specific programming parameters were provided. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.